Event description:
The pt received the scs system on (B)(6) 2010. It was reported the ipg turns off by itself. It was also reported when stimulation is turned on, the pt experiences pain in her back. An x-ray was taken and showed no anomalies. The physician removed and replaced the ipg on (B)(6) 2011.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Results: the complaint could not be confirmed. As received, a visual inspection of the ipg was performed and no anomalies were noted. The device was subjected to a full mechanical and electrical test and passed. The device was programmed and the output was monitored for 48 hrs and normal continuous stimulation was observed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.